Event description:
The complaint report indicates that the ventilator stopped ventilating while in use on a pt. The pt was not harmed or injured as a result of the event. The service has not been completed.